Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that a follow up was performed and a lead revision and potential commanded shock test was scheduled for the near future.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter phone. B5: describe event or problem field.